Manufacturer narrative:
As received, a complete was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The measured full helix extension was within specification. The reported event of a lead positioning issue was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be fixated on the cardiac wall. The rv lead was explanted and replaced. The patient was stable with no consequences.